Manufacturer narrative:
One smiths medical cadd-prizm® vip system was returned for evaluation in good condition. The event history log was reviewed and revealed that high pressure and upstream alarm messages after demand dose started were noted. The pump was visually inspected along with pressure switch testing. The pressure switch test was found to be activated high out of the pump's manufacturer specifications. Visual inspection of the pump finding fluid ingression. Based on the evidence the "downstream failure" issue was caused by fluid ingression and the customer's complaint was verified. This complaint was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. The root cause of the issue was fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/ instructions for use.

Event description:
Information was received indicating that downstream failure occured to a smiths medical cadd-prizm® vip system. There were no reported adverse effects.